Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the hospital due to dizziness, low, out of range pacing lead impedance and noise were observed. The physician took no action other than to monitor the patient remotely. The patient was stable.